Event description:
Hk rep called and said that one of her dentists recently switched from a competitor product. The office reported issue with anterior facial resins debonding since switching. They did not complain of bonding issues with other areas. On (B)(6) 2013 spoke to assistant. She said she hasn't really used the ibonds too much. She said that the patients have had to return to have filling redone. The other assistant has used it more. She said that they etch uncut enamel or use it on prepped tooth. She said she did not remember much about using it. She said that they apply one coat and light cure for twenty seconds. She does not remember if they agitated during application. She said that she wanted to try a little longer and did not want to return yet. She said she would talk to the other assistant to see how she used it. On (B)(6) 2013 spoke to karen. She said that they have not used it since we last spoke. She said she did not get to speak to other assistant about usage and she was not in today. She is not sure where she put the remaining bottles. (B)(4).